Event description:
During a redo wolffe parkinson white procedure, a tamponade occurred. The procedure that was completed with a successful termination of the pathway. During the 30-minute wait period, there was 5 minutes left when the patients pressures started to drop. Ice was used which confirmed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott device

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.